Manufacturer narrative:
The insulin pump was received with a cracked and bleeding display glass and a cracked case at the display window corners.

Event description:
It was reported that the customer had a broken lcd on his or her insulin pump. His or her blood glucose level was unknown at the time of reporting. The insulin pump is being returned. No additional information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.